Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the shocking sensation was not determined. It was noted that a slight defect in lead was probable. It was stated that the healthcare professional did not have the results of any MRI scan related to the event. It was also reported that no actions or interventions were planned to resolve the shocking sensation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A doctor reported that the patient has a shocking sensation on the left side of their brain when the implant is on which has occurred since battery replacement on (B)(6) 2016. It was stated that the shocking occurs less than every second and is not positional, with the patient getting therapeutic benefit. Impedance measurements were taken which were within normal range, and the patient is programmed at -0, -1, 2+. The pocket and lead exit site from the brain were palpated which did not change or worsen the shocking. A possible fluid short was discussed with the caller. On (B)(6) it was confirmed that the patient had an MRI without issue since the shocking occurred. The patient's indication for implant is parkinson's dual and movement disorders.